Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem of "downstream pressure too high" was not reproduced. The device was sent to flow line for downstream occlusion testing and it passed. A review of the event history log revealed "downstream occlusion!" Messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was the force sensor values out of specification. The force sensor required to be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump displayed downstream pressure too high during an unspecified process step in the biomedical service department. There was no patient involvement. No additional information is available.